Manufacturer narrative:
Updated g2 and h3. Corrected a1. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that the image signal could not be smoothly communicated due to temporary electrical contact failure due to foreign material stuck at electrical contacts between the scope connector and the system. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). We have confirmed that the inspection method for this issue is described in the instruction manual, "chapter 3, preparation and inspection, 3.8 inspection of functions combined with related equipment." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a scope communication b30 error. The issue occurred during an unknown therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of any delays, injury, or death. There were no reports of patient or user harm associated with this event.